Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel 425 cc silicone prosthesis experienced right-sided impaired healing postoperatively. The report indicated that the patient has lupus and was having a hard time healing the incision due to her condition. As a result, the patient underwent right-sided removal on (B)(6) 2021.